Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis could not confirm the customer comment that the mobile programmer application failed to respond during a generator change while testing measurements and that the mobile programmer bluetooth disconnected. Analysis confirmed the customer comment that a lag was the noted when performing a sensing test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application failed to respond during a generator change wile testing measurements. The el ectrocardiogram (ECG) was live but the application failed to accept any parameter changes. The application then accepted the changes but a lag was the noted when performing a sensing test. It was further reported that the mobile programmer bluetooth disconnected. The programmer was exchanged for an alternative model. The mobile programmer remains in use. No patient complications have been reported as a result of this event.